Event description:
During an in clinic follow up, the device was not able to be interrogated. A magnet was placed and the device was not pacing. The device was explanted and replaced to resolve this event. The patient was stable.